Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing a blood glucose level ranging from 51 to 67 mg/dl and treated with juice. Blood glucose level at the time of the call was 74 mg/dl. Customer does not allege the insulin pump was over delivering. Troubleshooting was completed. The insulin pump was not replaced or returned for analysis.